Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implant, the initial battery voltage was 2.91 volts and the charge time was between ten to twelve seconds. The battery bar was thought to have been green. The device possible gave an incorrect reading. The device was subsequently implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.